Event description:
The pt was reportedly experiencing intermittencies followed by loss of sound and loss of lock. External equipment was exchanged; however, this did not resolve the issue. It was confirmed that the pt's device has failed. Surgery to explant the device is under consideration.